Event description:
Per the clinic, the patient experienced swelling at the implant site. Subsequently, the patient was treated with oral antibiotics and steroids (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 21, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may,01,2023